Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of the vascular probe. This was discovered prior to use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed loose particulate matter on the outside of the inner pouch. Microscopic inspection was performed and revealed that the particulate matter was a fiber. The reported condition was verified; however, the size of the particulate matter was found to be within specification for this device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.